Event description:
Additional information received from the customer: - the procedure was an endoscopic ultrasound with fine needle aspiration. - the patient were under conscious sedation. The procedure was completed. There was no delay. - the procedure was completed with the same device. - it is likely that the failure occurred during the intervention. It was detected post procedure during leak test.

Manufacturer narrative:
Updated: b3, b5, d10, h6, h10. Corrected: g2, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a metal part was observed to be exposed through a breakage of the bending rubber (a-rubber), likely the result failure/damage to the a-rubber. The root cause of the a-rubber damage could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No leakage on the distal end confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of switch button 2, water tightness is lost, air/water cylinder has discoloration, due to a pinhole on channel tube, water tightness is lost, acoustic lens is damaged, adhesive on bending section is detached, and connecting tube has a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had leakage on the distal end. During inspection and evaluation, the bending sheath cover was broken/torn/ruptured metal was protruding due to a faulty bending section. The metal part is exposed through breakage on bending section. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.